Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. At unspecified time, the device was programmed to deliver an unspecified concentration of amiodarone. No specific programming parameters were provided. The pt was in the medical imaging department having an endoscopic retrograde cholangiopancreatography procedure performed. At 2046, the device alarmed with a pump failure error on the display, followed by a loud constant screeching alarm and turned itself off. The device could not be turned on to re-established the amiodarone infusion. At 2052, it was reported the pt's blood pressure decreased to 69/43 mmhg. The physician was notified and the pt was treated with a unspecified 250ml bolus. It was reported that there were line problems which made the delivery of the bolus difficult. No details were provided. At 2058, the customer contact reported ventricular tachycardia. No event details were provided. The customer contact reported the pt outcome was ok. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.